Event description:
The customer was hospitalized for high bgs. The customer stated that their bgs were high in the morning, had lunch, and was going to work; however the customer had to pull over. The customer was in the emergency and was treated with IV at the time of call. Customer would be released once bgs are fine. Troubleshooting was performed. The customer is unable to get the infusion set lock at the site.